Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 668 mg/dl. The customer had not reported the symptoms. The customer was treated with manual injection. Customer stated that they had issues blood glucose and was shot up to 500 to 625 mg/dl a couple days ago. The customer changed the site and then reservoir when he took the reservoir out of the pump it was wet turned it over above hand ¿ 3 quarters of the reservoir worth of insulin poured out in his hand blood glucose 383 mg/dl. Changed the reservoir out and still continued to have high blood glucose level of 668 mg/dl. Customer stated that they had issues with the reservoir leaking into the pump. Customer was assisted troubleshoot for reservoir leak. Customer states the leak during use. Customer states insulin leaking from the exterior and the inside the reservoir itself - took the site off the reservoir and the top of the reservoir was also wet too. Customer states issues with pump exposed to fluid and stated that insulin leaked into the pump. Customer states there are no cracks in the pump. Rewound the pump. Customer assisted to perform the self-test and results were passed. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Insulin pump had minor scratched display window and corroded motor home switch.